Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found no issue with the system. A review of the system logfiles found geometry movement error. Upon troubleshooting actions, customer stated that at first boot up the large screen and geometry movements did not come up but after 3rd reboot the system was working. Later, fse tried to reproduce the issue but issue was not reproduced. After multiple restarts, the system was returned to use in good working order.the codes were updated based on the investigation outcome.